Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified an internal battery short that resulted in the observed premature battery depletion.

Event description:
It was reported that insertable cardiac monitor (icm) was unable to connect to the patient mobile monitor (pmm) or clinic mobile monitor (cmm). The battery status was checked and found to be ok during the most recent transmission, but no connection could be made currently. Technical services (ts) recommended considering replacement if the battery depleted prematurely. The device remains in service. No adverse patient effects were reported. Additional information was received that the device was explanted with no replacement. No adverse patient effects were reported.

Event description:
It was reported that insertable cardiac monitor (icm) was unable to connect to the patient mobile monitor (pmm) or clinic mobile monitor (cmm). The battery status was checked and found to be ok during the most recent transmission, but no connection could be made currently. Technical services (ts) recommended considering replacement if the battery depleted prematurely. Additional information was received that the device was explanted with no replacement and returned to boston scientific. No adverse patient effects were reported.